Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned instrument exhibit signs of repeated use and have one of components 42527991001 and 42527991002 disassembled / missing. The components were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp shim was returned missing bearings on a worn instrument claim form. This was discovered during route instrument checks before sending to surgery. There was no patient involvement.